Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was also received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and positive results in ketones test trace ketones. The customer¿s blood glucose level was 466 mg/dl at time of incident and treated with manual injection and insulin pump and current blood glucose level was 291 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was on. Customer reported that had contacted their health care professional regarding the high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check for possible site or insulin issues. Customer declined to check their settings. Customer stated that they performing the high-pressure test and test results was received insulin flow blocked alarm. The devices will not be returned for analysis.